Manufacturer narrative:
(B)(4) (root cause cannot be determined based on info available. Device not available for eval).

Event description:
A 3.0mm diameter x 18m length endeavor sprint rapid exchange (rx) drug-eluting stent was successfully deployed to the proximal left anterior descending. Difficulties were experienced when trying to remove the balloon catheter from the guide catheter. No issues were noted with the inflation and deflation of the balloon. The balloon was fully deflated on removal and it was reported that the procedural wire looked normal post removal from the pt. A non-medtronic balloon was then used and similar difficulties were experienced with this device as well. The vessel morphology is reported to have been heavily calcified and the report indicates that this most likely impacted on the difficulties experienced. The pt is reported to be fine and no add'l clinical sequelae were reported.